Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Device had a scratched display window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that customer was having problems with high blood glucose. Mother declined troubleshooting as she stated it had been done last phone call and had already changed out sites. The blood glucose at the time of the incident was 394 mg/dl. The device was returned for analysis.